Event description:
It was initially reported that the pt is having possible cardiac events, described as "triples" and "pcas" on the ekgs by the treating neurologist. The pt was referred to a cardiologist for eval. The neurologist indicated that the patient is currently on high doses of benzo medications and also depakote, so he believes the pt may possibly having reactions to the high doses of medication and causing the problems with her heart. Diagnostics were said to have been within normal limits, but no specifics were available at that time. Further f/u indicated that the pt is still having afib issues with occasional episodes of passing out (not associated with stimulation on-times or seizures). The pt is wearing a holter monitor for 22 days to evaluate her issues. The patient is bipolar/depression and is on several medications. The patient has very low weight and body fat, so the neurologist believes that the issues she is experiencing are due to her medications in relation to her physician condition. Last known diagnostics available in the MFR's programming history database were at the time of implant, which were within normal limits. Good faith attempts to obtain add'l info are still in progress.